Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent two revision procedures on (B)(6) 2010 and (B)(6) 2011. Review of invoice history confirmed cables and sleeves were implanted on (B)(6) 2010. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-02722 / 02724).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent two revision procedures on (B)(6) 2010 and (B)(6) 2011. Review of invoice history confirmed cables and sleeves were implanted on (B)(6) 2010. Additional information received from operative report noted patient underwent a revision procedure on (B)(6) 2010 due to pain and infection. Operative report further noted gray stained and purulent fluid, metal on metal debris and bone loss during the revision procedure. All components were removed and replaced with cement spacer molds. Operative report noted patient was reimplanted on (B)(6) 2010 with competitor product. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.